Event description:
It was reported that the anesthesia workstation generated alarms indicating a high peep. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was not reproduced during troubleshooting. However, the claimed issue was confirmed in received device's logs. According to provided information, no parts were replaced. The successful system checkout was performed on provided date of event before occurrence of peep high alarm. The peep high alarm indicates that the measured end expiratory pressure is above the preset or default alarm limit for three consecutive breaths. The ventilation mode was frequently changed between manual ventilation, prvc and pressure control. Sometimes, the switches between the different ventilation modes was done within a few seconds. The event logs contains different clinical alarms such as expiratory minute volume: low, respiratory rate: high, peep: high, etco2: low, fico2: high, fio2: low and alarm: leakage. The most likely cause for activation of the peep high alarm is a problem in the expiratory limb (high resistance in the exhalation tube) or patient resistance. However, the exact root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).